Event description:
A crochet hook was used to attempt to untangle a knotted suture during the placement of the first suture anchor. The tip of the crochet hook, approximatly 2mm in length broke off and floated behind the posterior glenoid, deep to the labrum. An attempt was made to retrieve it, but was unsucessful. It was felt to be in a location where it would not harm the joint, thus further attempts to retrieve it were abandoned.======================manufacturer response for crochet hook, (brand not provided)======================since device was discarded, no information available about device. Unknown age of device.